Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy, the cartridge was loaded perfectly but when fired, the device locked the cartridge and it was not able to fire. The cartridge and handle unloaded and assembled again but the problem persists. The doctor changed the load for another radial cartridge but this one fired partially and only stapled 2 cm near from the proximal side. It was noted that there was also a poor staple formation. There was no patient injury.